Event description:
It was reported that a healthcare professional (hcp) inquired about a patients right ventricular (rv) lead that had exhibited t-wave oversensing (twos) and functionality of the mvp device feature. Follow-up with the hcp revealed the rv lead sensitivity was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.